Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from june 3, 2020 - june 4, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the device. Functional testing was performed by filling the device with green colored water. During and after fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and the stressmember. The tubing od (outer diameter) and the stressmember ID (inner diameter) were found to be within specification; however, the tubing insertion depth was found to be inadequate (not deep enough) which caused the leak. The reported condition was verified. The cause of the condition was due to a manual assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak occurred from the "top where the line attaches to the infusor". This issue was discovered during filling with flucloxacillin. There was no patient involvement. No additional information is available.